Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -13.0/+2.0/074 into the patient's left eye (os) on (B)(6) 2024. The lens was exchanged on 12-jan-2024 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H4 - corrected initial MDR to 20-sep-2023. Claim# (B)(4).